Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation, a 3.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. However, the shaft was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method code, result code and conclusion codes updated. Device evaluated by MFR.: a stent delivery system was returned for analysis without the manifold/strain relief hub. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break and multiple hypotube kinks. The hypotube break was identified 123.6cm proximal to the distal edge of the device tip. The portion of device proximal of break site including strain relief and manifold hub was not returned. The break occurred at a site 20.4cm (+/- 5cm) distal to the end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation, a 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. However, the shaft was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized.